Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and an electric shock due to atrial fibrillation (af) with rapid ventricular response. Boston scientific technical services (ts) was consulted and noted that the patient's variable af waves resulted in undersensing which triggered the device to deliver therapy. Reprogramming options were offered. No adverse patient effects were reported. At this time, this device remains in service.